Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's new battery lasted less than 7 days as well as failed battery test, rejected new batteries, the act and escape buttons had to be pushed multiple times but the customer paid attention and did not make a error in entering the information. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.